Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii/IV. The status of the device is unknown.

Manufacturer narrative:
A correction for one of the reasons for reoperation is: "right is also broken" rather than rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Ultrasound indicated "slight free fluid." The device was replaced and discarded.